Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver stem cells. After an unspecified length of time in use, the nurse noted the tubing separated from the lower clave y-site. It was reported that approximately 25ml of stem cells leaked. The tubing set was replaced and the therapy was completed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.